Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the orbital atherectomy device (oad) became stuck in a stent which had been placed 6 months ago. The stent was pulled out with the orbital atherectomy system upon removal. The lesion being treated was 99% stenotic in-stent restenosis which was 150mm in length, extending from the proximal through the middle pt artery. The physician used a 6f guide catheter and a 0.035" glide wire from a contralateral approach to cross the target lesion. The 0.035" glide wire was placed into the distal pt artery and the quick cross catheter was used to exchange the glide wire for the viperwire. A 1.5 predator oad was inserted over-the-wire into the proximal pt artery. The first run was at low speed, 80k rpm, through the existing stents. During the second run, at 100k rpm, the oad became stuck in one of the stents. The stent was pulled out with the oad upon removal. The pt remained asymptomatic during this event. The decision was then made to discontinue further intervention at this time and to reschedule further intervention for the near future. The f/u procedure was performed two weeks and three days later. At that time the physician placed a stent proximal to and distal to the stent that had been previously placed. There were no complications during the f/u procedure and the pt remained stable and asymptomatic. Three requests for additional info regarding this event have been made, but no info has been received.